Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported that during reaming into the femoral neck, locking mechanism on step drill disengaged causing it to slip out of position.